Event description:
The reporter states they tested a baby and obatained the following back to back results of: lab 177 mg/dl vs. Inform 256 mg/dl. The pt was dosed with insulin upon the meter results. At 71 minutes later patient was tested at 31 mg/dl on a different inform meter and gave dextrose. Controls were run on both meters and were in range. In dr's medical opinion the baby should be considered as a neonate and as such the results fall outside the acceptable variance or tolerance for a neonate and should be reported.

Manufacturer narrative:
H.3. Continued the pocc did not feel the meter needed to be replaced based upon acceptable lineartiy and control testing.